Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into b1 I/b. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer reported that the insulin pump was requiring battery changes after four hours. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received an additional failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.